Event description:
A customer reported that a system message displayed and the system locked prior to a procedure. The procedure was canceled after the pt had received peribulbar anesthesia.

Manufacturer narrative:
The company rep examined the system and confirmed the reported event. The company rep replaced the main air source assembly. The system was then tested and met all product specifications. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).